Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 48 mg/dl. Customer stated that the battery compartment was cracked. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.